Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the top case was cracked in the front left corner, bottom case was cracked, and damaged power receptacle seal. The event history log confirmed ¿system failure: force sensor test¿ occurred. Functional testing was able to replicate the reported issue; the force sensor was out of specification and did not calibrate. The root cause was determined to be the mainboard. The mainboard was replaced and the device cleaned, greased, and calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device force sensor was failing. The event occurred during testing. The unit was not dropped and there was no delay of therapy. There was no patient involvement and no patient harm.